Manufacturer narrative:
Device evaluated by MFR.: mustang device 12x6x745 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres as per mustang specification. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left subclavian vein. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation up to 4 atmospheres for 3-5 seconds, contrast liquid suddenly appeared on the proximal balloon and the balloon could not expand. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the lesion was non-tortuous and non-calcified with 60% stenosis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left subclavian vein. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation up to 4 atmospheres for 3-5 seconds, contrast liquid suddenly appeared on the proximal balloon and the balloon could not expand. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.